Event description:
It was reported that patient underwent a percutaneous vertebroplasty on (B)(6) 2024. In the surgery, the surgeon followed the procedure and began mixing the cement. After opening the top cap of the container containing the polymer powder and adding all the monomer liquid, they closed the cap again and tried to push and pull the handle of the kit to mix the cement. However, the handle of the kit could not be operated at all and the time to start mixing was overdue. Therefore, using a spare product, the surgery was completed successfully without any surgical delay. Patient was stable. According to the surgeon, the handle of kit was fully pulled back before the work was started. The pre-storage conditions of the product were refrigerated two days prior to the surgery date, and at the start of the surgery, the cement was brought to room temperature at 21°c. This report is for a vertecem v+ cement kit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR) part: 07.702.016s; lot no: 3l53643; release to warehouse date: 03 nov, 2023. Expiry date: 01 nov, 2026. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.